Event description:
Customer reports having low blood glucose symptoms and tested with result of 566 mg/dl while using the advantage system. Customer took the max amount of insulin on sliding scale in addition to what his dr said to take over (12 units of humalog) and 10 mins later felt disoriented and dizzy. Customer called the nurse and was instructed to call the emts. Customer reports emts arrived within 5 mins, took his blood glucose with a result of 46 mg/dl; was treated with a tube of glucose, IV glucose, and salt solution. Customer reports being taken to the hospital where they tested his blood glucose before dinner with a result of 94 mg/dl; customer was able to treat himself by eating dinner. No controls were run. A request was made for return of the suspect product and a replacement was sent.